Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer could not got the piston to rewind. The customer blood glucose level at the time of incident was 210mg/dl. The insulin pump failed the displacement test. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No prime/fill anomaly noted. Insulin pump passed unexpected restart error test and all operating currents tested within the spec range. Pump was monitored and tested with no failed battery test noted.